Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation ¿ single) as both grippers were able to lower and raise without issue. The reported positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) could not be replicated in a testing environment as these were related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation ¿ single) could not be determined. The reported positioning failure (leaflet grasping ¿ clip not implanted) and positioning failure (leaflet capture ¿ clip not implanted) appear to be effects of the reported single grippe actuation issue. There is no indication of a product issue with respect to manufacture, design or labeling.b5: case details corrected.

Event description:
Subsequent to the initially filed report, the following information was corrected:it was noted that it was difficult to grasp and capture the leaflets with both clips.

Manufacturer narrative:
The device was received. Evaluation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report difficult gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) (lot 00711u288) was advanced to the mitral valve, but the gripper would not go down. The cds was retracted to the left atrium to troubleshoot, but the gripper would still not lower. The cds was removed with the clip attached. A second cds (lot 00711u287) was advanced to the left atrium, and the gripper actuation was attempted, but the gripper arm would not go down. Troubleshooting was performed and failed. The cds was removed and a third cds was successfully used. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.